Event description:
The footswitch cable on the generator is broken and will not activate generator. The problem was noticed at the start of case and was completed using the hand activated shears. No pt consequence reported.

Manufacturer narrative:
Analysis summary: based upon the inquiry information received, visual and functional examination, it was concluded that the analysis results found the cable was returned without the footswitch. The cable was damaged at amphenol connector strain relief proximity.